Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to needing multiple MRI procedures. There are no plans to reimplant the patient with a new device as of the date of this report.